Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were in the emergency room on (B)(6) 2019 due to high blood glucose level of 499 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were treated with manual insulin shots at the hospital. The customer reported that they experienced nausea as a symptom of high blood glucose levels. The customer alleged the insulin pump for under delivery because the blood glucose was sky rocketing despite the fact that she was wearing the insulin pump and bolusing. The customer stated that the insulin pump had insulin flow block alarms three times while watching television. The customer stated that the insulin pump was not on auto mode at the time of the incident. The insulin pump will be and reservoir will not be returned for analysis.